Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an invalid transmitter ID alert. The customer replaced the transmitter on their own as a part of troubleshooting and successfully started a new sensor session (unless sensor session note started). A root cause could not be determined and a replacement transmitter was sent to the customer, customer was encouraged to call in to troubleshoot any issues in the future (only if cts discussed with customer). Customer acknowledged.